Manufacturer narrative:
(B)(4). Thirteen unopened samples of product code y346, lot lhz416 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? If there were multiple procedures please open a file for each doctor procedure. There were 6 devices that failed and broke during ligatures when dr. Smith and dr. Closser performed spays and neuters. Was there any treatment rendered and/or medical/surgical intervention? Both doctors discontinued use of the suture material and used a different lot. Note: events related to spay procedures reported via mw # 2210968-2019-90615, 2210968-2019-90616, 2210968-2019-90617, 2210968-2019-90618. Event related to neuter procedure reported via mw# 2210968-2019-90614.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot lhz416, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty involved) that failed during this procedure? If there were multiple procedures please open a file for each doctor procedure. Was there any treatment rendered and/or medical/surgical intervention? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke in the doctor's hands. There were no adverse patient consequences reported. Additional information has been requested.